Event description:
The patient's mother reported that the patient, her son, had his pump refilled in 2007 with baclofen. Six to seven days ago, the patient was hallucinating, disoriented, and had insomnia. The patient was admitted to the hospital. The mother stated that the patient was getting his refills from a home health agency and the baclofen had been stored in a high temperature (100 degrees) storage room for two weeks and she was wondering if that had caused her son's symptoms. The patient's mother was encouraged to follow-up with the patient's hcp. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.